Event description:
It was reported that during a lap sigmoid resection procedure, handpiece did not work during surgery due to high temperature with handpiece. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.